Event description:
It was reported via clinic notes that the patient had a subclinical seizure and frequent generalized discharges especially during sleep and as a result the gabapentin was weaned and the vns settings were changed. The patient's seizure control was improved with these changes. No additional relevant information has been received to date.